Manufacturer narrative:
(B)(4). The customer stated that the device will not be returned therefore no evaluation can be completed. In the event that additional information is received a follow-up report will be submitted. The customer stated the device is not available for evaluation. (B)(4).

Event description:
The customer stated that when the unit is powered on, pressurized and running the start/stop button is pressed but it does not stop the oscillator. There was no patient involvement at the time of this incident.